Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available.

Event description:
On (B)(6) 2011 a customer reported the test would not start after a sample was applied using her freestyle freedom lite meter. The customer stated "a week and a half ago" (she was unable to recall the exact date), she was unable to obtain a reading on her meter. The customer stated she contacted her doctor and was told to contact abbott. The customer reported symptoms she described as "extremely low blood sugar couldn't get up and function." The customer also reported a loss of consciousness, although she denied receiving any medical treatment. The customer reported self-treatment with "a shot of glucagon", and "put sugar under her tongue." There is no report of death or permanent injury associated with this event.